Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2020, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 26-jun-2011, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that with the first stimulator he had three leads. With the second stimulator he was down to one lead. One went dead three years ago or better, and the other lead he doesn't know what happened to. They were just using one lead. No medical or therapy problem was associated. No out of box failure was reported. No further allegations/complications were reported.